Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The representative found that the initial issue was a generator error appearing. Resetting the workstations did not resolve the reported issue. The representative then found that the imaging system would not perform 2d image acquisitions. To resolve the reported issue, the fluoro cpu was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cpu has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was beeping and would not complete start up procedures. Restarting the imaging system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: the atp console and the system hand switch were also replaced. The fluoro cpu was returned to manufacturer, however, no findings are available as evaluation is still in progress. Analysis of the returned hand switch confirmed a physical damage as the jacket on hand switch cord was ripped, damaged. No internal wires were damaged. Replaced atp console was not returned to manufacturer for analysis, therefore, no findings are possible.

Manufacturer narrative:
Device evaluation: the pcba central processing unit (cpu) was returned to the manufacturer for evaluation and the reported issue was confirmed. When using the returned cpu the test system did not ready and an audible beep sounded along with a constant buzzer. The cause was due to an issue with the fluoro board in the cpu.